Event description:
It was reported that the patient had this artificial urinary sphincter cuff replaced due to device performance as the device operates differently than expected. No patient complications were reported.

Event description:
It was reported that the patient was scheduled for a revision surgery for this artificial urinary sphincter to determine device performance. No patient injury or device allegations were reported,

Event description:
It was reported that the patient had this artificial urinary sphincter cuff replaced due to device performance as the device operates differently than expected due to urethral atrophy under the cuff. There was some thinning of tissue that was evident. No further patient complications were reported.